Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that patient had significant dizziness when he turns his head all the way to the right. Patient also reported feeling a ¿shocking¿ feeling in his left neck area but was not exactly sure since it happens intermittently and has not been repeatable. There were no known causes or factors that may have led to or contributed to the issue. The patient has an appointment with the doctor on (B)(6) 2020. No interventions or actions have been taken to resolve the issue until the appointment. The issue was not resolved at the time of the report. Additional information was received from the manufacturer representative (rep). Rep stated that after checking impedances on both battery¿s right battery impedances are normal. Impedances on left chest device indicate open circuit on contact 2. The contact is not used in patient programming. Impedances are 7544 on monopolar contact 2 and 15 ,500 2<(>&<)>3, 8653 on 0<(>&<)>2, 7563 on 1<(>&<)>2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating the cause of the open circuit on contact 2 on the left chest device was not determined.